Manufacturer narrative:
The investigation is on-going. A follow up report will be sent when additional information becomes available.

Event description:
It was reported that the intraocular lens (iol) wasn¿t able to be positioned properly in the capsular bag. The incision was enlarged to remove the lens and sutures were required. The iol was removed intraoperatively and replaced with a different model and diopter iol. A vitrectomy was performed. No other patient injury was reported. Additional information has been requested.

Manufacturer narrative:
The product evaluation has been completed. One iol was returned wrapped in gauze inside of a plastic bio-hazard bag. The lens labels were also returned. The rest of the original packaging was not received. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found the lens to be in two pieces; the optic was cut or torn in half and one haptic was bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The deice history record review did not find any anomalies or non-conformities related to this event. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
Additional information received indicated that the 1-piece lens was unstable in the bag, and the lens was fully injected prior to removal.